Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step and overfilled the cartridge. Customer¿s blood glucose level was 197 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.